Event description:
This device was a returned loaner device that failed during incoming inspection. Zoll medical's technical svc tech found that the device's pacer output was out of specs. There was no pt involvement with this malfunction.